Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of reported difficult leaflet grasping was due to challenging patient anatomy. A cause of the reported tissue injury was due to the combination of user technique and challenging anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use is known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling. Na.

Event description:
This is filed to report tissue damage, surgical intervention, and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted mitral annulus calcification (mac). On (B)(6) 2021, a clip delivery system (cds) was advanced to the mitral valve; however, grasping both leaflets was difficult and the clip grasped the leaflets tightly. The clip was deployed, but then a posterior mitral leaflet tear was observed. The physician stated the that the cause of tear was from the clip closing tightly and the brittle leaflet including mac. One clip was implanted, reducing mr to 2. The patient remained hospitalized. On (B)(6) 2021, mitral valve replacement surgery was performed for additional treatment. There was no clinically significant delay in the procedure. No additional information was provided.